Event description:
The patient reported high blood glucose readings of 300-500 mg/dl. Her normal range is 120-130 mg/dl. She stated that she was using a replacement device and her blood glucose was good for a couple of days but now they have started to elevate again. The patient stated she will run boluses and extended boluses to bring her blood glucose down. The patient was not willing to troubleshoot. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.